Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to deliver a bolus. There was no reported impact to the customer¿s blood glucose level. Customer initially had difficulty following guidance to force close and reopen app, but before force close or deletion was completed app resumed normal function, displayed dashboard, and allowed navigation without issue, bolus was confirmed as successfully delivered, and no further assistance was required.